Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the two bins failed to unlock. A field service engineer found that the first-row pocket 1.2 lit up but didn't release the pocket, so the irac board was replaced to resolve. Row 1 and the fridge worked fine in hardware test application. The user successfully recovered the failed pocket. The system functioned as intended after the field service engineer repaired the device. E1. Other occupation - systems analyst (information systems).

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, two bins failed to unlock. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.